Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 62 mg/dl. The customer contacted clinical diabetes specialist who recommended the customer set a temp basal rate of 80% until the customer could contact the health care provider (hcp). As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact hcp to discuss factors that may affect bg level.

Manufacturer narrative:
Review of pump data by tandem quality engineering: pump logs do not indicate that the insulin pump caused low bg levels. There is no evidence of a device malfunction or failure.